Manufacturer narrative:
Add 510k number.

Event description:
This report summarizes 13 malfunction events, where it was reported the devices experienced zoom suddenly stops; unexpected loss of zoom function or zoom unexpectedly retracts/disengages during use. There was no patient involvement.

Event description:
This report summarizes 13 malfunction events, where it was reported the devices experienced zoom suddenly stops; unexpected loss of zoom function or zoom unexpectedly retracts/disengages during use. There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 12 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.